Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there were flow rate accuracy issues while using an unspecified quantity of clearlink non-dehp continu-flo solution sets. The flow rate inaccuracies were observed when running at a maximum rate of 1200 ml/hr; there was significant residual fluid in the bags. This was identified during patient infusions in the intensive care unit (ICU). The residual was noticed with primary or secondary infusions on different pumps, different users, and different medications. This event would often be noticed following lengthy infusions running at keep vein open (kvo) 10 ml/hr followed by a flow rate increase to 1200 ml/hr (other times using the bolus key). The tubing in all cases were loaded correctly and were observed to have significant kinks at where the pinch clamps occlude the line within the pumping mechanism. They also reported that by reposing the tubing before increasing the rate (or after bolus complete) resulted in significantly improved accuracy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h6. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.